Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive act button during the troubleshoot process for a battery out limit alarm. The customer's blood glucose was 116 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer noted that the battery out limit alarm occurred after the batteries had been out of the insulin pump for greater than the duration allowed by the device; he was advised that this was indicative of normal device behavior. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications. No unexpected battery out limit. However, the insulin pump had an intermittent button response due to flattened up keypad dome. The insulin pump had minor scratches on lcd window.